Event description:
Complainant alleged that the clinicians were attempting to defibrillate a cardiac arrest pt (age and gender unk), with the device in battery mode. The clinicians successfully delivered the first shock, but upon their second attempt to charge the device, it shut down. The clinicians then plugged the device into an ac outlet, but the device still did not charge. The clinicians were able to obtain another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.